Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, the fiber tip got broken down while firing. The procedure was completed with a new fiber. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. The labeling review found that the product instruction for use states: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, the fiber tip got broken down while firing. The procedure was completed with a new fiber. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. The labeling review found that the product instruction for use states: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, the fiber tip got broken down while firing. The procedure was completed with a new fiber. There was no patient complication.